Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged fuse. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and an internal battery test. During the visual inspection it was identified that the fuse was damaged. The cause of the damage is unknown. The fuse was replaced to resolve the issue. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.